Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced adhesive failure on (B)(6) 2026, when the infusion set tape fell off while removing clothing. No further information available.